Manufacturer narrative:
The root cause was unable to be determined for the falsely elevated ctni results of 0.07. The log file for the day of the escalated event (B)(6) was not available for analysis. A review of internal performance data for test pak lot in question showed that the testpak lot is working as expected. The customer provided log file for the instrument containing four days ((B)(6) 2022) worth of data following the day of escalated event. No system performance related anomaly was detected in any sample signal during review of the log file. The stratus cs appears to be functioning as expected.

Event description:
The customer reported that their stratus cs instrument provided a false positive troponin result compared to retesting of the same sample on the same instrument. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested instrument log files for further investigation. Investigation is underway. The cause of this event is unknown.